Event description:
It was reported that during a procedure to stent the sfa, popliteal region, that after the stent deployed and the delivery system was being removed, the distal end of the catheter broke off. The approach taken was antegrade and it was a straight path, approx 50 cms to the intended site. The path was not tortuous at all and the doctor had no difficulty deploying the stent. A 6f sheath and a glide wire, 0.035 were used for the procedure. The broken component was still on the guide wire, so the doctor snared the broken component and removed it. Ther is no reported injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip and the handgrip were missing upon receipt of the sample. The blue slide method had been used and the blue slide was pulled back 140mm. There was a kink on the outer sheath at the guiding tube. The stent was released and was missing. A part of the inner catheter with a length of 10mm was torn off. The remaining part of the inner catheter and filling material protruded 40mm from the tip of the outer sheath. A patency test performed with a 0.035" guide wire through the system and through the torn off part of the inner catheter was successful. The complaint is confirmed. The inner catheter was separated in segments in the distal ara upon receipt of the sample. A patency test could be performed successfully through the entire length of the inner catheter. The root cause for the tear off of the inner catheter cannot be reproduced, as the guide wire used for this procedure was not returned. During the manufacturing process a 1005 patency test is performed on all conformexx products. This application represents an off-label use of the device. The current conformexx instructions for use (IFU) states: the bard conformexx biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.